Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mph749-eh7477h and no non-conformances were identified. Investigation summary: an opened box with unopened samples of product code eh7477 lot # mph749 were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle or breakage suture was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a femoropopliteal bypass procedure on an unknown date in 2019 and suture was used. The needle separates from suture during first tissue passage or broke when knotted. Due to special conditions, this was a difficult surgery. The procedure was completed with sutures from different lot. There were no adverse patient consequences reported.